Manufacturer narrative:
A ge service representative was performing an on site service when he discovered the problem. The system interface and fluoro functions boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had boot up issues. No patient injury was reported.